Manufacturer narrative:
Date estimated. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na

Event description:
It was reported that suture placement in a common femoral artery was achieved with two proglide devices using the pre-close technique via a 6f sheath prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, the sheath was upsized to 20f and the aaa procedure was completed. The proglide knots were tightened; however, there was active bleeding as the proglide may have damaged the vessel. A covered stent was placed to achieve hemostasis. The patient was in stable condition post-procedure. Reportedly, the elderly and very sick patient expired later, unrelated to the proglide use or the aaa procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported patient effects of hemorrhage and tissue damage are known adverse events associated with use of suture mediated closure devices. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.